Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the station stuck on a black screen during startup for 3 to 4 minutes before eventually starting up properly. A field service engineer (fse) re-imaged the hard drive, set the windows server update service (wsus) and eset for this unit, verified the proper settings during the re-image. The fse ensured proper operation of the medstation system to resolve the issue. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was down, and the screen was black. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.